Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 446mg/dl. Customer had issue with her sensor. Troubleshooting was performed. The product will be returned for the analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used.